Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold. This lead currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the rv lead also exhibited undersensing in addition to the high capture threshold. This rv lead was surgically abandoned, and a new lead was successfully implanted.